Event description:
The customer states the device displayed for the m17755a "test energy output showed fergig (B)(4)". The field engineer stated the device was in the wrong language. No patient harm was addressed by the customer.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.